Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was 533 mg/dl at th time of incident. The customer' sensor glucose value was 135 mg/dl. The difference between the blood glucose value and the sensor glucose value was 398 mg/dl. Insulin delivery was not suspended due to sensor glucose values. The customer was treated with manual injections for high blood glucose level. Sensor glucose and blood glucose readings difference is not within target range of glucose difference. The insulin pump will not be returned for analysis.